Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). No actions were taken to resolve the angle of the ins and the ins moving around. The issue had not been resolved. The cause of the issue was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 97745ac, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-oct-10, information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain on (B)(6) 2019. It was reported that the patient has been having trouble charging since the first time that she had tried to charge after implant (around (B)(6)). At first, the patient tried the belt, but that did not help with recharging. The patient was going to try and use adhesive discs to help with recharging. There were no patient symptoms or complications reported. On 2020-sept-03, additional information was received from the patient via a manufacture representative (rep) reporting that the rep believed the patient¿s device was in passive recharge mode. The rep indicated that they would be meeting up with the patient tomorrow to evaluate their system at their doctor¿s office. Additional information was received the next day from the rep indicating that they met up with the patient today ((B)(6) 2020) to evaluate their system and they had a couple of things going on. Their charging cord was damaged and they could not charge up their programmer or their ins and the green light was not showing on the cord when plugged in. The rep indicated that they used one of their charging cords to charge up their programmer and the ins, which worked fine with the patient¿s controller and it started taking a charging. It was noted that the controller was discharged coming into the appointment today. The rep called tech services to get a new charging cord center as there was no green light on their ac power supply. It was indicated that a new one would arrive next tuesday. It was reported that the patient told the rep they weren¿t able to connect with their ins. They had tried different rechargers, but this did not resolve the issue. It was indicated that they tried to go through the ¿disable flow¿ but that didn¿t resolve the issue. The rep then went into the passive charging flow and then ultimately they transitioned into a normal recharge screen with excellent coupling. The issue started in (B)(6) 2020. The ins was very low still and it was noted that the patient had not done any passive charging on their own. The issue was resolved. It was reported that the patient had an issue with getting coupling due to the nature of the patient¿s skin/tissue in the area where the ins was and the angle of the ins placement. It was indicated that the ins tended to move around while trying to charge the ins. The caller mentioned that the ins may not be sutured to stable tissue such as muscle fascia. This had been an issue since implant (B)(6) 2019.